Manufacturer narrative:
The investigation determined that the rinse tubing issue found by the fse was the root cause of the event. The hole in the rinse tubing could cause inadequate cuvette washing causing overflow to nearby cuvettes eventually causing discrepant results. The system has been operating within specification since the service visit.

Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for 3 patient samples tested for ise indirect na, k, ci for gen.2, crep2 creatinine plus ver.2 (crep2), ureal urea/bun and co2-bicarbonate liquid (co2-l) on a cobas 6000 c (501) module occurring between (B)(6) 2017. The customer found some dried detergent under the top lip of the cuvettes. The cells were removed, cleaned and then placed back. The customer also mentioned intermittent quality control (qc) issues with ise tests for the past couple of weeks. The customer had replaced the cartridges, tubings and all ise reagents. Based on the data provided, the na results for 1 patient sample were erroneous and were reported outside of the laboratory. The initial na result was 134 mol/l. This result was reported outside of the laboratory. On (B)(6) 2017, the sample was repeated on another c501 module and the result was 140 mmol/l. The customer also replaced and adjusted the ise sample probe. Afterwards, calibration and qc for ise tests were good. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and identified a hole in the rinse vacuum tubing. The customer had replaced the sample probe. The fse replaced the tubing. Mechanical checks and precision tests were performed on multiple assays and the results were acceptable. The customer is not aware of any further issues with ise results since the service visit.